Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Importer's (thi) retention testing was performed using test strips from the same lot. Retention strips passed within specifications. Retention testing was performed by the manufacturer (sinocare inc.) Using test strips from the same lot. Sinocare retention strip lot tested within specification. Most likely underlying root cause: mlc-040: user's test strip had poor fill. Notes: 1. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. 2. Sinocare (a foreign manufacturer, fei #3016863723) and trividia health, inc. (A u.s. Company/importer, fei #1000113657) have entered into a customer service agreement. Trividia health, inc. Handles customer complaints for the trueness¿ blood glucose monitoring system and trueness¿ air blood glucose monitoring system (k231476 - class 2) and records customer information, establishing a unique complaint number.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer called concerned with test results from results obtained of lo. The customer stated his expected blood glucose test result ranges are 120-130 mg/dl am fasting and 180-200 mg/dl 2 -hours post meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of lo using trueness meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/02/2027 and per the customer the open vial date is 3 weeks ago. The meter memory was not reviewed for previous test result history.